Event description:
Patient requested hot pack and accu-therm hot pack provided. Staff was going to activate pack, but patient stated she would do it. Upon patient squeezing the pack, it busted open spilling contents on patient's hands. Patient sustained redness and pain to hands as a result.